Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to diabetic ketoacidosis (dka) and got treated with intravenous (IV) insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the reference samples for the lot 5413242 have already been previously tested in the complaint (B)(4) on 18-nov- 2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). No photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2388750. The batch 5413242, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5413242". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5413242 was manufactured according to the work instruction (wi) version 73 and manufactured in the machine 8 and 12 on 11-feb-2023, with a total of 28,500 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, assembly of the lot 5416272 was manufactured according to the wi version 25 and manufactured on 29-jan-2023, with a total of (B)(4) units. The sub-assembly, assembly of the lot 5414554 was manufactured according to the wi version 25 and manufactured on 29-jan-2023, with a total of (B)(4) units. Glue tubing DHR review: the lot 5414419 was manufactured according to the wi version 37 manufactured in the machine 4,5 and 8 on 27/jan/2023, with a total of (B)(4) units. Glue tubing DHR review: the lot 5409554 was manufactured according to the wi version 37 manufactured in the machine 5 on 30/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no nc raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.